Event description:
Attorney alleges plaintiff suffered autoimmune disease, autoimmune related disease, substantial local injuries, trauma to the breast and chest area, yeast infection of breast tissue due to exposure of breast tissue, permanent scarring and multiple encapsulations.